Manufacturer narrative:
Exact date unknown, event occurred five years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 17514203.

Event description:
It was reported that the patient had the system explanted 5 years ago due to infection. No further information has been obtained despite good faith efforts.